Event description:
The patient was referred for surgery due to high impedance, however the patient only had a generator replacement as the patient's device showed ok impedance after generator replacement. An implant form was received for the replacement surgery. It was confirmed that the explanted device was discarded by the hospital and would not be returned for analysis. No additional, relevant information was received to date.

Event description:
It was reported that a patient was seen in clinic and his m1000 generator was displaying high impedance, with output current not being delivered. The patient was being referred to surgery for evaluation. It was stated that the patient is very active, but has not had any traumas or falls. Device history records were reviewed for the patient's generator. The device was sterilized and passed all quality inspections prior to distribution. No known surgical intervention has been taken to date. No additional, relevant information was received to date.